Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device remained above elective replacement level throughout the implanted period and reached eri during the analysis in the lab. Review of the device image indicates there was a false replacement alert consistent with the device being in autocapture and high output mode. Electrical tests performed under nominal and field settings indicates normal functionality. Further evaluation of the device under several pulse amplitudes indicated normal current levels and no indication of premature depletion noticed. Total projected longevity based on field settings is 3.70 years; implant duration is 4.95 years which exceeded projected longevity, and it is considered normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. Upon interrogation, it was observed the patient's pacemaker had premature battery depletion. The device was explanted and replaced on (B)(6) 2021. The patient was in stable condition.